Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum svc defibrillation impedance rises from an approximate baseline of 75 ohms to greater than 100 ohms the weeks ending (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) alert triggered for a spike in impedance. The rv lead remains in use with no intervention taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52, implantable pacing lead, (B)(6) 2012; d204drm, implantable cardioverter defibrillator, (B)(6) 2012.